Event description:
Customer reported that a pyxis medstation es system unexpectedly stopped responding during a procedure. The length of the delay to patient care was not disclosed. The nature of the procedure was childbirth. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis medstation es system unexpectedly stopped responding during a procedure. The length of the delay to patient care was not disclosed. The nature of the procedure was childbirth. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device and determined that the malfunction was caused by the device's third-party antivirus software. Mcafee firewall was blocking communications to some of the drawers and disrupted the medstation application. Antivirus firewall was disabled on the device. The customer reported device was functioning as normal.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, e3, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-feb-2020 to 23-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the device's third-party antivirus software. A technical support specialist found that the mcafee firewall was blocking communications to some of the drawers and causing issues for the medstation application. Antivirus firewall was disabled on the device. A technical support specialist dialed into the station and checked the logs. It was resolved at the end of february. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
Customer reported that a pyxis medstation es system unexpectedly stopped responding during a procedure. The length of the delay to patient care was not disclosed. The nature of the procedure was childbirth. Patient or user harm was not reported.